Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that patient experienced cardiac arrest and seizure. The target lesion was located in the calcified proximal circumflex artery. An unknown synergy drug-eluting stent was implanted for treatment. After implantation, post dilation was performed with a 3.5mm nc emerge balloon catheter; however, when the balloon was inflated, it will not progress above 4 atmospheres. The balloon was removed and the image showed no flow in the left coronary artery. The patient arrested and compression was started and the patient also had seizure. The patient recovered and the procedure was completed with another 3.5mm and 4.0 nc balloons. No further patient complications were reported and the patient's status was fine. Post procedure, the balloon catheter was checked and a hole in the shaft was found.